Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported receiving an unexpected occlusion alert on their ilet device. The customer care agent advised a supply change and walked the user through the steps to reach the change cartridge and tubing option. The user declined to complete the supply change during the call but stated they would perform it independently and call back if further assistance was needed. Blood glucose was not affected, and a replacement device was sent.